Event description:
Healthcare professional reported right side "leaking silicone gel breast implant". The device has been explanted and replaced. Manufacturer of device is unknown.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿leaking silicone gel breast implants¿ (manufacturer of device is unknown).